Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage on the electronic assembly. The pump had a scratched display window.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 256mg/dl. The customer stated that the pump display went dead. The customer left the pump without battery for two days but the display still did not return after reinserting the battery. The customer treated with flex pens. Troubleshooting was not able to resolve the issue. The display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.